Event description:
Customer emailed us on 07/06/2019 informing us that the previous night she had gone to remove her cup and attempted to remove it for 4 hours before going to the ER where a doctor successfully removed her saalt cup. The cup was discarded at the hospital. Further communication from saalt indicated that the customer could feel the base of the cup but wasn't able to insert both a thumb and forefinger in to pinch the cup for removal. The customer had the cup in for approximately 12 hours by the time it was removed. She had looked to the saalt instructions, website, and (B)(6) channel for removal instructions but still did not feel that she could successfully remove the cup on her own. She indicated that the ER doctor said that she has a high cervix which would have allowed the cup to sit higher in her vaginal canal. Saalt refunded the cost of the cup purchase.